Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with no tortuosity and no calcification, a balance middleweight (bmw) universal ii guide wire was advanced. An intravascular ultrasound (ivus) catheter was advanced over the bmw universal ii guide wire. Ivus was successfully performed. Reportedly, resistance was felt with the bmw universal ii when withdrawing the ivus catheter and the devices were withdrawn from the patient anatomy as a single unit. Reportedly, the physician suspects the resistance was caused by the polymer of the bmw universal ii guide wire as it was noted to have an irregular texture. The guide wire was changed to a non-abbott guide wire and a stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.